Manufacturer narrative:
Evaluation of the returned software logs found multiple segmentation faults. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site got a message "internal error has occurred application must restart". The account rebooted the system and the error went away. It is not known what software task this occurred in. There was no patient involved.